Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a sigmoidectomy procedure, the staples malformed. Another device was used to complete the case. There was no adverse patient consequence.